Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of device history record and historical complaints analysis was conducted and no deviations that could have caused or contributed to the reported issue were identified. Based on the results of the investigation, it is likely physical stress and or chemical stress applied to insertion section during device handling by the user. However, a definitive root cause could not be determined. The following information is stated in the instructions for use (IFU): 3.3 ¿inspection of the endoscope¿. 3. ¿inspect the external surface of the entire insertion section, including the bending section and the distal end of dents, bulges, swelling, scratches, peeling of coating, holes, sagging, transformation, bends, adhesion of foreign bodies, missing parts, protruding objects or other irregularities.¿ olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegation was confirmed. The device evaluation found the insertion tube had the coating-peel off and leaking, and the insertion tube insulation test failed. Additionally, the universal cord had a swelling and deep scratches, the bending section cover had adhesive that was worn and cracked. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Event description:
The customer reported to olympus, the evis exera iii bronchovideoscope was leaking at the distal tip and failed the leak test. The issue was found during leak testing reprocessing performed after a diagnostic bronchoscopy, biopsy, endobronchial ultrasound (ebus) and transbronchial needle aspiration (tbna) procedure(s). The procedure(s) were completed with the same device. The device was returned for evaluation. During the device evaluation, the following reportable malfunction was found: the connecting tube had the coating peeling. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.